Event description:
A malfunction alarm with code malf 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with the reset, ensuring that the issue did not recur. The customer was advised to continue using the pump and to contact support if the malfunction happened again, and they acknowledged the instructions.